Event description:
During lsh, harmonic ace shears quit working during case. Made loud "metal like" noise. Non-disposable handle and disposable handpiece handed off field. New device and handle opened - also made loud noise. Handed both handle and disposable handpiece off again. New device opened x2. Generator changed. 3rd handpiece and 3rd disposable handle opened and worked correctly. No further complaint. Case completed. No harm to patient.